Event description:
It was reported that during a total mesorectal excision, the device opened without any resistance but the staple line was open. There were staples in the pelvis but they were malformed. The surgeon sutured the line of transection by hand and made an anastomosis with another device. Operating time was extended by twenty minutes. There was no patient consequence.